Event description:
Guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that ii was issued on may 12, 2006 for this device model.

Manufacturer narrative:
Event conclusion: upon receipt of the device's memory disk, programmed parameter settings and history of therapy for this device were used to estimate expected battery use to date and then compared to actual use. Our analysis indicates that this device is depleting prematurely and will f need to be replaced earlier than estimates provided in product labeling. On may 12, 2006, guidant issued a physician communication regarding the potential for premature battery depletion in a small subset of ICD and crt-d devices. Premature depletion may result from a failure of a the reported premature depletion is related to performance of a capacitor. Guidant received information that this device is part of a legal action. No detailed analysis has been done to date. Pt code: 2199 - not labeled. Device code: 2204 - not labeled. Jjcapacitor from a single lot. This device is included in this advisory population; however, guidant has not received the device nor confirmed.

Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model.

Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on (B)(6) 2006 for this device model.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, the device was placed on hold due to pending litigation. Recently, the legal case was settled, and the device was forwarded for detailed analysis. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that a device memory disk is enroute for analysis in response to a recent safety communication for this device model. Analysis of the disk determined that the battery was depleting prematurely. The device was explanted due to the recall and returned for analysis. The device was placed on legal hold.